Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 confirmed in insulin pump history with variable due to broken trace at pin 1 and pin 6 on keypad assembly. Device properly uploaded on to carelink. No upload/download anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 229 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. Customer stated that self-test did not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.